Event description:
A hospital representative reported to baxter (B)(4) that 2 bags of accusol are not sealed correctly at the top and this has caused a hole in the bags. There was no patient involvement. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This product is manufactured for distributing outside of the united states (us); therefore it does not have a 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample was requested and received for evaluation. Evaluation of the sample confirmed a tear in the bag sheeting located along the base of the unused d- hanger imprint. The root cause was undetermined.